Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. No motor error alarm noted. The insulin pump alarmed compromised force sensor system during prime/ compromised force sensor system test at 4lbs due to faulty force sensor relay. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads.

Event description:
Customer reported that the insulin pump returned two separate error alarms. Blood glucose level was not provided. Troubleshooting could not be completed due to an error alarm being present. No further information was provided.